Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012582076 was returned and analyzed. Visual inspection was performed and the catheter appeared knotted, kinked, with the nitinol ball dislodged, and exposed electrode wires on spiral array. The slide control function was stuck due to knotted spiral array. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was unable to be inserted through a lab test sheath. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, an inverted array was not observed during testing but the loop catheter failed the returned product inspection due to an array knot and kink, the nitinol ball dislodged, and exposed electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was resistance when the catheter was pulled back inside the sheath after the ablation was completed. After the catheter was removed, the array was inverted. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.